Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture (loc) 1 day post implant for this non-dependent patient for an unknown reason. A revision procedure was successfully performed where the lead was successfully revised. No additional adverse patient effects were reported. Approximately two years later the rv lead was surgically abandoned due to loc.